Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not yet complete.

Event description:
Device issue: kink in distal sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when inserting the proglide device into the target site the distal segment of the sheath was found to be kinked. The physician stopped and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.